Manufacturer narrative:
Batch reviews performed on 22.july.2021. Lot 2009394: (B)(4) items manufactured and released on 19-jan-2021. Expiration date: 2026-jan-10. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
3 weeks after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the competitor poly and medacta head. The surgery was completed successfully.